Event description:
It was observed, during the device inspection. That the colonovideoscope exhibited foreign material on air/water tube and cylinder. And foreign material on jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The foreign material may have been unremoved because the device was not reprocessed properly by the following. Despite 3 good faith efforts, olympus could not receive reply from the user. Additional information including reprocessing steps would not be available. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device